Event description:
It was reported when using the bd q-syte¿ micro bore extension set there was leakage. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "the nurse reported during the operation of indwelling needle infusion, the nurses repeatedly found blood leakage and fluid leakage at the extension pipe connection or small clip closure of the needle-free infusion joint, which led to the need to replace it. 2021-10-18 received update from sales representative, event description updated as follows: the defect occurred in the q-syte extension tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/19/2021. H.6. Investigation: our quality engineer inspected the used sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. The visual observation of the sample showed that there is a crack on the device which can cause leakage. Bd determined that the cause of the failure could be associated to the design of the device. The current design has a region that causes a focusing of mechanical stresses, resulting in the crack. A new design has been developed and proposed to address this problem. There is also a possibility that the fluids used with the device could have cause the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch h3 other text : see h.10.

Event description:
It was reported when using the bd q-syte¿ micro bore extension set there was leakage. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "the nurse reported during the operation of indwelling needle infusion, the nurses repeatedly found blood leakage and fluid leakage at the extension pipe connection or small clip closure of the needle-free infusion joint, which led to the need to replace it. 2021-10-18 received update from sales representative, event description updated as follows: the defect occurred in the q-syte extension tube.